Manufacturer narrative:
The samples were collected in new sarstedt monovette edta 2.6ml tubes, which have not been approved for use on the coulter act diff 2 analyzer. Qc was run before and after each incident within range and instrument is currently performing within qc specification. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse inspected the instrument, adjusted the probe alignment, verified the vacuum and cleaned the baths. Qc was performed and reviewed, which all levels resulted within specification. A startup and reproducibility was also performed by the fse, which passed. The root cause for the lower plt, rbc and higher mcv results is unknown; however, the customer is using a collection device that has not been approved for use on the act diff 2 instrument which could be the cause of the erroneous results. Per labeling, beckman coulter neither recommends the use of one sample tube in preference to another nor guarantees the acceptability of the sample tube to produce quality results.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter act diff 2 analyzer generated erroneously low platelet (plt) results on two (2) patients, both without instrument generated flags when compared to the rerun results on an alternate reference instrument. In addition to the erroneous plt results, the instrument also generated lower red blood count (rbc) results and higher mean cell volume (mcv) results when compared to the reference instrument. The results were reported out of the laboratory and some patients were referred to an oncology physician where it was determined the patients were fine and no additional treatment was performed. It is unknown which patients were referred to the oncologist. Additional patients recorded on different dates for this similar event are reported in the following mdrs: 1061932-2011-00701, 1061932-2011-00702, 1061932-2011-00703.